Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as onset of the peritonitis, the patient was hospitalized for the event. The patient was treated with vancomycin 1 gram, intraperitoneally every fifth day. The patient was discharged 12 days after admission. At the time of this report antibiotic treatment was ongoing and the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.